Event description:
A dreamstation expert device was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation, the service technician visually inspected the device and observed visible foam particles within the blower kit and blower foam degradation. In addition, fluids fail contamination was observed; however, this condition was determined to be unrelated to the reportable malfunction. Following completion of the evaluation, the device was scrapped by the service center. Based on the observed foam degradation and presence of foam particles within the blower assembly, this event is reportable under FDA 21 cfr part 803 as a device malfunction with the potential to cause or contribute to a serious injury if the malfunction were to recur.